Event description:
Suspected 7 false positive flu b result and 1 false positive sars result; tests were performed on asymptomatic patients. The customer communicated some of the results were negative by another rapid antigen assay and some negative by a molecular (pcr) test.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retained devices. Source: phone.